Event description:
Per the clinic, the device was explanted on (B)(6), 2014, due to an unknown reason. Additional information has been requested but has not been made available as of the date of this report, (B)(6), 2015.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The device was explanted due to infection. This report is filed june 19, 2015.